Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer delivered a correction bolus for elevated blood glucose (value not provided). Customer¿s blood glucose decreased and may have gone below 54 mg/dl. Customer fell onto the pump as a result of the low bg. Suspected cause of low bg was unknown; however, customer suspected there may have been an unspecified issue with the pump. Food was consumed to address bg. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged cracked touchscreen was verified. No failure related to the reported low blood glucose level was identified.